Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient representative reported left side severe pain, reoccurring cysts, "tight and extremely uncomfortable", distressed by product defect, cannot sleep due to fear of developing cancer, anxiety, nodule, "wire granuloma" on scar of breast that hurts, inflamed and aching spot, sting feeling, emotionally unable to keep prosthesis. The device remains implanted.